Manufacturer narrative:
The pt's monitor (sn (B)(4)) and electrode belt (sn (B)(4)) were returned to zoll and found to be fully functional. There was no device failure.

Event description:
The nurse of an (B)(6) year old male pt, called zoll customer support to report that the pt had some skin abrasions beneath the electrode belt electrodes. Zoll customer support suggested that the pt's garments should be changed every day and that the pt's physician should be consulted if any medication is required. The pt's daughter in-law contacted zoll customer support on (B)(6) 2014 to report that, due to the severity of the skin breakdown, the pt had removed the device. After contacting the pt's cardiologist, the pt ended use. There is no indication of any device malfunction of the lifevest.